Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their stimulator wouldn't work in their back but it would work in their feet. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was experiencing a change in therapy as they were no longer getting therapeutic benefit in the desired area. Initially after implant, the patient was getting great therapy in the area from their breast to their buttocks. However, their therapy had changed and they were only feeling it in their legs and feet. Reprogramming was attempted but it didn't resolve the issue. The patient had their entire system removed about eight months prior to the date of this report. It was noted that the change in therapy occurred early in 2016. No further complications were reported or anticipated. Indication for use is spinal pain.